Event description:
It was reported the patient experienced a ¿loss of stimulation¿ and that their device ¿could not provide any stimulation to the patient.¿ impedance and x-ray testing was performed and it was noted the patient¿s ¿lead appeared fine with normal impedance.¿ despite this, the patient¿s leads were replaced. Following the replacement of the leads the patient was ¿able to achieve good stimulation¿ both on the operating table and post-operatively. The issue was reportedly resolved following the replacement of the leads; however the cause of the issue remained undetermined. There were reportedly ¿no¿ patient symptoms or complications associated with the event and the patient was alive with no injury at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 977a275, lot# 0207117678, product type: lead. Product ID 977a275, lot# 0 208043620, product type: lead. Please note: the lead that was previously found to have had no anomaly is the lead with lot number 0208043620 and the lead with the melted insulation is the lead with lot number 0207117678.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, lot# 0208043620, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 977a275, lot# 0208043620, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4). Device evaluation: analysis of the first lead found ¿no anomaly.¿ analysis of the second lead found the outer insulation of the lead body was ¿melted.¿